Manufacturer narrative:
A company representative examined the system and replaced the pcb. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system stopped working during a cataract extraction procedure. There was no system message noticed. The system was restarted and worked for a short time before it stopped again. The surgeon converted to an extracapsular technique to conclude the surgery without further incident. The doctor reports there is no final result on the patient's vision at this time due to marked astigmatism. Additional information has been requested.